Manufacturer narrative:
No adverse outcomes were reported. We are reporting this event in an abundance of caution and in accordance with the eua requirements.

Event description:
Discrepant results for sars cov-2 target with neumodx sars-cov-2 test strip.